Event description:
It is reported that the tip of the drill bit broke while the surgeon was drilling. An x-ray was taken and the tip of the drill bit remains in the patient's scapula. The surgeon determined that removal of drill bit has too much risk compared to the benefit.

Manufacturer narrative:
Evaluation summary: the breakage may have been caused due to application of high torque along with bending/deflection during its use. The exact cause analysis cannot be determined with certainty. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution of the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers this investigation closed.